Manufacturer narrative:
Additional information: on february 19, 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female underwent primary breast augmentation with 475cc mentor memorygel breast implants and experienced dissatisfaction with procedure outcome on the left side postoperatively. The patient wished that the left side be slightly lower. As a result, the patient underwent device removal and replacement with 575cc mentor memorygel breast implants, catalog number 3505751bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019.